Event description:
It was reported that the surgeon inserted the cc4204a collamer single piece lens and the capsular bag could not support it. The lens was removed without enlarging the incision and there was no patient injury. The reporter indicated that the cause of the incident was no zonular support.

Manufacturer narrative:
(B)(4). Evaluation codes: result (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).